Event description:
Related to MFR #: 2030404-2012-00193, 3005188751-2012-00194. It was reported during an ablation procedure using a therapy cool flex ablation catheter, a swartz slo introducer, and a brk transseptal needle the pt experienced cardiac tamponade. An inquiry optima diagnostic catheter was placed in the coronary sinus for mapping purposes. The transseptal puncture was performed using the brk needle and swartz introducer, thereby allowing the cool flex ablation catheter to pass into the left atrium. At this time, the ablation catheter was noted to be outside of the geometry created with the velocity system. During the first attempts at rf application, the generator displayed elevated temperatures, preventing full power delivery. The catheter was replaced at this time and the new catheter worked well. Approx 150 minutes into the ablation., the pt became hypotensive and an echocardiogram was performed, revealing cardiac tamponade. The physician subsequently drained 300 cc of blood. The pt was stable and current status is described as 'fine'.

Manufacturer narrative:
The device has not been returned for analysis. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification for the reported cardiac perforation and subsequent tamponade is anticipated procedural complications as cardiac perforation is a known complication as listed in the IFU for the device.